Event description:
The treating doctor reported that the patient required tooth extraction (#15). No additional information is available at this time.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." The potential root cause of this event is unknown. Align's clinical review of available records indicates the that the initial x-ray showed a periapical radiolucent area on this tooth that normally indicates there is bone loss. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required tooth extraction (permanent impairment), therefore, this event it is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Manufacturer narrative:
Correction under brand name and model number, no impact on traceability.